Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there was no power to the flex monitor. The fse found a blown fuse in m-cabinet and circuit breaker was also tripped, also found the 24v supply for fdc controller and network switch was missing. The fse replaced the fuse and reset the circuit breaker. Upon further checking, the fse found that there was in put power of 230v in both the geo pc and the scc (short circuit current) but no output. To resolve the issue, the fse replaced the geo pc and geo power controller and loaded the software to the pc. Upon functional check after replacement the fse found issue issues with the flexvision pc and controlling the flex inputs along with intermittent issue with video dropout. To resolve the reported issue, the fse replaced the flexvision pc, the hard drive and dvi matrix switch, and loaded the software to the flexvision pc. The defective parts geo pc and flexvision pc were returned for analysis where the geo pc showed malfunction of power supply unit (psu) whereas the failure of the flexvision pc couldn¿t conclusively determine by the part analysis however, after replacement of geo pc, power control board, flexvision pc and dvi matrix switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up, stalling at '00:00'. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.